Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the unspecified surgery on (B)(6) 2025 was related. They stated it was "prior surgery advice". They reiterated they turned off ins before surgery and turned on same night. The patient stated the device was not related to the inability to void. They got the device for urine retention and they had since last fall. Patient stated the ins still doesn't empty their bladder and they still cath out 350 3 times a day. The patient stated they felt extreme discomfort on #2 so they went off and back to #6. The issue was not yet resolved. The patient did experience retention prior to device and it has not worsen. Catheterization was their standard of care prior to device.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the therapy was not yet working. Additional information was received from the patient on (B)(6) 2025. The patient called back repeating previously reported events and stated their doctor is having them try different programs. When they tried program 2 they could immediately tell they did not like it because they could feel undesirable sensation in their back so they are currently on program 6. Patient also reported they are recovering from surgery they had last thursday and they are using a prevena plus 125 wound vac which is located just above their pubic area. Patient wanted to know if the wound vac could interfere with the device function because they could not void at all the day following their surgery and had to cath 3 times. When they cathed they got 350-400cc of urine. Patient commented they believe the amount of urine is due to fluids given during the surgery. Reviewed information regarding use of wound vac and recommended patient consult with hcp regarding their symptoms. Patient had therapy turned off before the surgery and confirmed they turned it back on again afterwards.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.